Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, a device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The reported event of no telemetry communication was confirmed to be due to low battery voltage from premature battery depletion.